Event description:
Depuy sigma system was removed and depuy tc3 system was installed. The sigma system was always screwed up. I was told all every time I went to see my doctor that first it was going to take 6 months and things would get better, then it was 12, then 18 months. Well, I had to get the revision on (B)(6) 2011. The pain I suffered with was driving me crazy the swelling and inflammation were horrible stair climbing became a horrible event and I will never be able to kneel down again in my life. Nobody had an answer except that I needed another surgery. Now I'm faced with another knee that on my best day it will only bend 75 degrees. These two knees from depuy are probably some of the worst there can be. The doctors never gave me any answers. Just now I'm told that this is just what it will be. I lost my job and how am I going to take care of my loved ones. I hope that someone will take a look into this issue for me and many like me who have been suffering for something that was going to fix my disability, not create a worse event.